Event description:
Smiths medical international has reported that they were notified of a pt being intubated with a portex endotracheal connector. It was reported the pt had difficulty ventilating which is not unusual for a coarctation repair. The nurse was unable to pass suction catheter through the hub. The endotracheal tube was changed immediately and then it was noticed that there was a manufacturing fault in the hub connector. No permanent injury to pt.